Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown but possibly related to the patient owning a goat. It was confirmed that there was no cross or touch contamination that occurred. As the cause of peritonitis was not confirmed, this will conservatively be assessed as unknown. It was reported the patient was hospitalized for the event. The patient received unknown intraperitoneal and oral antibiotics as treatment for the peritonitis event. The patient was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.